Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 34 sealed 20ga x 1.00in. Insyte autoguard bc winged units from lot number 4220015. A sampling of 20 units were randomly selected for testing. A leak test was performed where no leakage was observed. A visual inspection was performed, and no ¿chipped¿ pieces of the adapter were discovered. No damages or defects were discovered. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing hub damage. The following information was provided by the initial reporter: twice this week they were connecting the catheter to the tubing adaptor and both times noticed it starting to leak when opening the IV fluid line. After investigating, they saw chipped pieces of the hub were gone. No one was harmed and both clients were safe and were not upset at all.